Event description:
A pharmacist reported that the sleeves were too fine, twisting during surgery. The event occurred during six surgeries within several days. The sleeve issues led to intraocular pressure variations in the anterior chamber, blockage of the infusion during aspiration and anterior chamber collapse. The pts did not experience any consequences as the issues were identified and solved rapidly. The sleeves were exchanged to complete the procedures. Several products and lot numbers were provided, but the surgeon was unable to provide pt identifiers and confirm which products were used for each surgery. This is the second of two medical device reports for this facility.

Manufacturer narrative:
Eval summary: the customer's complaint history was reviewed for the period of one year; this is the second complaint reported for this issue. There have been no add'l complaints reported against the finish goods lot numbers included in each investigation and the device history records show the products were released per specifications. The returned samples for each investigation were visually inspected and the components were confirmed to be missing the correct internal surface finish. The root cause of the customer complaint is supplier related; the lack of interior surface finish coupled with the variation on overall length, straight external section length and any other slight variation created the failures. An internal investigation has been opened. (B)(4).